Event description:
Reporter indicated, a vns patient had high lead impedance readings at an office visit. The vns was disabled. Follow-up with the reporter revealed, it was unknown if the patient had any trauma or if she manipulated the vns. X-rays were performed, but the results and actual films were not provided to the manufacturer. The patient is scheduled for vns lead and revision surgery on (B) (6) 2009.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.